Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during a total knee, the taper plug was impacted into the stemmed tibia. After the case, the operative x-ray showed the taper plug has dropped a few millimeters from its initial point.